Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose versus blood glucose difference, and calibration error/ calibration was not accepted. The customer reported no adverse event. The event involved product(s) mmt-7040a and mmt-1884. Troubleshooting was performed, and the customer reported a difference between sensor glucose and blood glucose that was out of range. Explained why the sensor may have stopped reacting to glucose variations and suggested plausible possibilities. Insulin administration has been temporarily suspended due to a glucose differential between sensor glucose and blood glucose. The suspension was prompted by a sensor glucose measurement of 60 mg/dl, the sensor setting's lower limit was unknown. The blood glucose level linked with the triggered suspend event was 174 mg/dl, above the desired glucose differential. Tylenol was taken due to discrepancies between the sensor and blood glucose values, the issue was with the previous sensor, also, the customer reported receiving a "calibration not accepted" signal. The customer entered a new blood glucose level to calibrate, however, it was not accepted, after getting a calibration not accepted warning, the customer was advised to wait before attempting to calibrate again. The customer requested assistance in entering auto basal. Reviewed the auto mode readiness/smartguard checklist screen. Explained what was missing to enable auto mode/smartguard and how to solve it. No harm requiring medical intervention was reported. Product return requested for mmt-7040a. The customer declined to return or is unable to return. No product return is required for mmt-1884.